Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide correction the results of the final investigation. Updated fields: h2, h6, h11. Corrected fields: h11 (tac verbiage). The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, and since the device was not returned for evaluation, the most probable cause could not be determined the customer contacted olympus technical assistance support (tac) via phone. The customer was advised to swap out the light source with another known working unit with no known issues, and the error re-generated. The customer was then advised to swap out the cabling via the video system center and the light source to verify functionality. The issue remains unsolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had a scope communication error (b30). This issue occurred during inspection for use. There were no reports of patient involvement.